Event description:
It was reported that during the preparation of placing the da vinci surgical instruments into the decontamination tray, the staff reportedly noticed that the jaws of a maryland bipolar forceps instrument were not aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one bent grip, where a .218 offset at the tips was observed, thereby causing the side to side misalignment of grips. The instrument electrical continuity test passed. The cause of the damage was likely due to mishandling/misuse. Failure analysis also found scratches on the surface of the distal pulley. In addition, the instrument's pitch cable was noted to have frayed at the distal idler. There was no damage on the clevis. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.